Event description:
It was reported the device was used during a tubal ligation fallopian procedure. It was reported by the affiliate that there was no coagulation when the tips were closed. The device only worked when the tips were open. There was no pt consequence.